Event description:
It was reported that the patient experienced issues with needing to charge the implantable pulse generator ipg longer than usual, the ipg turning off randomly, and feeling of ipg heating up. The patient underwent a surgical procedure where the ipg was replaced. Post operatively, the patient was stable.